Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the that patient¿s blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found no device problem detected. The device was originally reported for a bent cannula and dka.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.2 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported the patient had experienced diabetic ketoacidosis (dka) on (B)(6) 2026. It was reported the patient's blood glucose levels rose over 400 mg/dl while wearing the pod between 1 and 4 hours on their arm. Symptoms reported include elevated ketones and high bg levels. Upon removal of pod, the cannula was found kinked. As treatment, the patient¿s mother applied a new pod.